Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Video analysis: the video shows a device on hands, the person in the video is trying to return the anvil pushing the anvil towards the device by hand. It should be noted that by turning the rotating knob the device should be open and close. Please refer to the IFU for proper device handle. Based on the video the event describe is confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device issue caused "it to increase the size of the orifice" what was done to rectify the issue? Please confirm how the procedure was completed.

Event description:
It was reported that during a colectomy procedure, during the fitting of the warhead, it escaped and made a force which caused the firing of the firing button. It returned the blade, causing it to increase the size of the orifice. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56y2n. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.